Manufacturer narrative:
Our field service engineer evaluated the ventilator on-site. There was no physical damage to the ventilator. The unit passed multiple pre-use checks tests with no observed errors/deviations. The technical alarm could not be duplicated during the on-site evaluation. The ventilator was cleared for clinical use and returned to the customer. The ventilators' logs were collected and received, the logs confirmed the occurrence of the technical alarm on the reported event date. Its cause has not been determined. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels, and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the customer. The ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is, that the incident was caused by the user not following the requirements for use of the ventilator in the mr environment.

Event description:
It was reported that the ventilator was pulled into an MRI scanner when the two front wheels were unlocked by the user prior to releasing the wall tether. A technical alarm indicating a power error was triggered on the ventilator. There was no patient involvement reported. (B)(4).